Event description:
The customer stated that the scaling (length measurement) of a modified, already completed stitching image, was different than the previous automatically composite image. This could consequently lead to the increased risk of a misdiagnosis.

Manufacturer narrative:
The investigation shows a modification of an already existing and completed stitching composite image results in a new composite image which has no scaling information from the previous image. The new image has its own new processing similar as a new image created with the detector. This is the reason that it is necessary to calibrate this additional image for accurate measurements. The modified composite stitching image was calibrated for accurate measurements by the user. After this calibration the system works as specified. Additional training documentation according to this issue will be given to the customer via (B)(4).